Event description:
It was reported that a skin irritation causing excessive a rash, swelling and irritation had occurred while wearing the pod between 24 and 36 hours at the pod infusion site (arm). The patient reports they had gone to urgent care. Once at urgent care the patient was diagnosed with dermatitis as well as a rash and non specific skin eruption. The patient was prescribed lotrisone cream (0.05) to be used 2 times daily for 10 days. The patient was at urgent care for 20 minutes.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.